Event description:
It was reported by dealer that right side hanger is broke on the solara2g wheel chair. The dealer is not aware as to how it broke. The dealer did not come to cscs. Unable to ask protocol questions.